Event description:
Baxter tubing noted to be leaking off hours tpn (total parenteral nutrition) at the needleless connector port (marked with tape) while performing bedside central line audits. Manufacturer response for IV tubing, (brand not provided) (per site reporter) ongoing, recent letter from baxter and meeting with baxter they shared information about corrective actions as a result of our reporting.